Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The serial number of the device in use at the time of the event was unknown; however, the customer contact reported eight possible devices. The serial numbers were not provided. The customer contact reported that subsequent to the event, one of the pumps with an unknown serial number had an unspecified "battery issue." The customer contact then stated the batteries were replaced in all eight pumps by the biomedical department staff and were returned to clinical service. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device powered off with inadequate response time following an alarm condition. At an unspecified time, the patient was admitted to the operating room for the coronary artery bypass graft procedure. The customer contact stated the patient was "pretty sick and was unstable prior to even going to surgery." At an unspecified time, the device was programmed to deliver an unspecified maintenance fluid, epinephrine 4mg/250ml, and levophed 4mg/250ml and the deliveries were started. No specific programming parameters were provided. At 1441, during the surgical procedure, the patient was placed on the cardiopulmonary bypass. It was reported, that while on cardiopulmonary bypass, the patient's blood pressure (bp) was maintained between 80-100mmhg systolic. At approximately 1600, while being removed from cardiopulmonary bypass, the patient's bp decreased to 70mmhg systolic and then to 60mmhg systolic. At 1618, the patient was placed back on cardiopulmonary bypass. At this time, the patient was determined to be in pea (pulseless electrical activity). Internal cardiac massage and internal cardiac defibrillation were performed. At 1632, an intra-aortic balloon pump was placed and an additional unspecified surgical procedure was performed due to the patient's low blood pressure. At 1655, the patient was again removed from cardiopulmonary bypass. At approximately 1800, while preparing for transport to the post surgical intensive care unit (ICU), the patient's bp was "fairly stable between 90-100hg systolic augmented by the balloon pump." At this time, the device was unplugged from the ac power outlet. The certified registered nurse anesthetist (crna) reported that the device immediately alarmed for an unspecified "system failure" and the device powered off. The device was immediately plugged into the ac power outlet and the device powered on. It was reported that the programmed setting were lost, requiring the device to be reprogrammed. During this time, the crna gave unspecified vasopressors IV push to support the patient's bp to be "minimally stabilized." The customer reported that there was "a 10 second delay between the device losing power and the manual administration of therapies." After an unspecified length of time, the device was reprogrammed and the deliveries were resumed. At 1815, the device was again unplugged from the ac power outlet for transport. The customer contact reported the patient's bp was approximately 90mmhg systolic. During transport to the ICU, it was reported that the device again lost power and the crna again gave unspecified vasopressors IV push to support the patient's bp. At 1830, the patient was admitted to the ICU. The ICU nursing staff reported the patient "came to the ICU in a semi-code situation and unstable upon admission." At this time, the nurse plugged the device into the ac power and the device powered on. It was not specified if the device settings were again lost; however, the nurse indicated the device "seemed ok" and the deliveries were restarted using the same device. At 1845, it was reported the patient expired. It was reported that the family and surgeon declined an autopsy. The cause of death was not provided. Though requested, no additional information was provided.